Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding event, as well as a direct correlation to heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), could not be conclusively determined through this evaluation. It was reported that the patient remained ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), until expiring on 19apr2018. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23apr2014. The heartmate ii lvas IFU, rev. C, and the heartmate ii patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This section also explains that the heartmate ii left ventricular assist system is contraindicated for patients who cannot tolerate, or who are allergic to, anticoagulation therapy. Section 6 of the IFU, under ¿anticoagulation¿, also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during implant the patient was treated for 5 hours in the operating room (or) for coagulopathy. The patient had incessant bleeding and received many blood products including 40 units of platelets. Thromboelastographic (teg) readings showed that the blood products were working but the patient still bled 700 milliliters within the first hour of being in the intensive care unit (ICU). It was noted that the patient had a history of non-compliance and substance abuse.